Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The electrodes were returned for evaluation; the customer's report was duplicated during visual evaluation. The report was attributed to a disconnected jumper wire (self test wire) on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis for reports of this type has not identified an increase in trend.